Manufacturer narrative:
The insulin pump was returned stuck in the manufacturing mode; unable to download the insulin pump or verify pump error 53 at the long trace history file due to stuck in the manufacturing mode. However the insulin pump powered up properly after battery installation. The operating currents are within specifications and passed self test and displacement test. The insulin pump was monitored for 24 hours and no blank display anomalies noted. The power connector was plugged in and locked in place properly. The insulin pump was received with minor scratched lcd window and case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump powered off after five hours of use. The insulin pump's screen had scratches. When the customer pressed the down arrow button, the screen was blocked and a pump error 53 alarm appeared three times. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.